Event description:
The patient contacted animas on (B)(6) 2013 reporting that blood glucose levels were chronically elevated in the 300-600 mg/dl range with symptoms of numbness, tingling in extremities, severe headache, and blurry vision. The pump was reviewed with the patient and found that there were no temporary rates or suspends in the history. The patient stated that the only alarms in the pump history were "replace cartridge" alarms which the patient reported addressing immediately. The patient reported that the total daily dose history added up correctly from the bolus and basal amounts. The patient reported that a health care provider (hcp) made changes to the basal rates and insulin to carbohydrate ratio (I:c) the previous day; the patient indicated not following up with the hcp earlier due to issues with insurance. The patient also reported discontinuing checking blood glucose levels regularly. The patient was advised that there was nothing to indicate that the pump was malfunctioning. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows on (B)(4) 2013 replace cartridge alarm was recorded. The alarm was confirmed and deliveries did not resume. The alarms history shows only typical usage alarms. The total daily dose correctly add up to reflect the users programmed basal rate. The pump was tested on a (B)(4) flow test; the pump passed the required test and was found to be delivering within the specification. A crack was observed on the back of the battery compartment. Investigators were unable to duplicate the complaint during the investigation. Unrelated to the complaint, the ok symbol was worn.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.